Event description:
Customer reported a button error on her insulin pump. She stated she first got a battery out limit alarm and now the numbers are scrolling in the bolus menu. Replacing the battery did not resolve the issue. Customer's blood glucose is 170 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected battery out limit alarms or date and time reset anomalies were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No number ramping anomaly was noted on the display. The insulin pump had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).